Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic inability to boot up was a defective 4in1 board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that their automated impella controller (aic) failed to power on to the case start screen during lab education. Coinciding with the power up failure, the aic was experiencing a reoccurring self-check failure. The console was subsequently removed from service.